Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2023. Cause of death was stricture in the stomach and high bg. The pump was not worn at the time of passing. The last known product(s) for this customer are mmt-1780kpk, mmt-332a and mmt-377a. Product return was requested for mmt-1780kpk and the product will be returned for analysis. Product return was requested for mmt-332a and the product will not be returned for analysis. Product return was requested for mmt-377a and the product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below, for the date range listed in the formatted history file. The formatted history file lists data from 04/08/2023 to 09/23/2023, 05/18/2024 and 06/05/2024. There was no data available to verify, unexpected alarms/suspends and bolus/basal delivery for the high bg event date of 08-nov-2023 and deceased event date of (B)(6) 2023. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was no data available to verify, unexpected pump errors/alarms 1 week prior to the high bg event date of 08-nov-2023 and deceased event date of (B)(6) 2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received, with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received, without a battery installed. Please see below, for the customer's daily total of all insulin delivered surrounding the date of 23-sep-2023, listed on pump history and the days prior to that date. 09/14/2023, daily total of all insulin delivered = 0; 09/15/2023, daily total of all insulin delivered = 0; 09/16/2023, daily total of all insulin delivered = 0; 09/17/2023, daily total of all insulin delivered = 0; 09/18/2023, daily total of all insulin delivered = 0; 09/19/2023, daily total of all insulin delivered = 0; 09/20/2023 , daily total of all insulin delivered = 0; 09/21/2023, daily total of all insulin delivered = 0; 09/22/2023, daily total of all insulin delivered = 0; 09/23/2023, daily total of all insulin delivered = 0. There is no available data, after 23-sep-2023. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.